Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a drawer 4.1 sticking rails. The customer reported issue occurred when dispensing medications and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 02-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation in this incident, it was determined that the cubie drawer 3.1 rails were sticking. The field service engineer stated that customer requested to cancel the work order as there were no further issues with the drawer. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a drawer 4.1 sticking rails. The customer reported issue occurred when dispensing medications and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.